Event description:
It was reported that the device packaging was discovered to be contaminated. This was identified during a non-clinical procedure. No harm or impact occurred. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). The customer indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.